Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the (B) (4) smartwatch coin cell battery-backed ram chip, designator u28, on the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device logged a fault code in the memory and was unable to charge defibrillation energy. There was no report of patient use associated with the event.